Manufacturer narrative:
Device evaluation summary: the device was visually inspected upon receipt. The flange and disc were present. "The outlet strut was not sent with the valve." The device is currently being evaluated and a report is pending.

Event description:
The initial reporter advised shiley that he rec'd a pt's bjork-shiley 60 degree convexo-concave aortic heart valve which was fractured.